Event description:
It was reported that during implantation of the preloaded intraocular lens (iol), the lens was twisted in the cartridge and could not be implanted. It occurred three times in a row, and one of them was implanted. Through follow-up, we learned that balanced salt solution (bss) was used at room temperature, along with oxiglutatione solution and bosmin. It was transferred from the cartridge canopy into the lens case. The physician prepared the device, and reported that the plunger was not left locked after it was rotated. The physician also reported experiencing resistance when the plunger was first pushed out. No further information was provided. A separate report will be submitted for each iol.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6) . Device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected information: it was initially reported that the lens mentioned in this report. Remained implanted. However, through the return product investigation this was clarified and the implanted lens was instead captured under a different report number, 3012236936-2024-0002849. Therefore, the following fields are being updated accordingly: section b5 - describe event or problem: lens was not implanted. Section d6a - implant date: n/a - lens was not implanted. Section d6b - explant date: n/a - lens was not implanted. Section h6 - type of investigation: 4114 - device not returned. Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: november 4, 2024 section h3 - device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection reveal the complaint handpiece was received with the plunger rod completely retracted; a lens was stuck in the cartridge. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected revealing no damage or viscoelastic residue. The device assembly was inspected, revealing no issues. The plunger rod advancement was inspected, presenting with no issues. The lens was removed from the cartridge and found to be torn to pieces and damaged. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. The complaint issue "difficult to use" was not identified during product evaluation. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.